Event description:
It was reported to boston scientific corp, that a week following an anterior pelvic floor repair procedure, using a pinnacle anterior/apical pft kit, the pt presented with bleeding. Radiology went into the pt and did an embolization to stop the bleeding. The pt's hemoglobin was a "6" before radiology stopped the bleeding. The physician stated that the pt had an aberrant branch vessel that he must have hit during the initial procedure, but she hardly bled in the case. There were no further complications to the pt, and her prolapse repair "looks great." The pt is now reportedly "fine."

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.